Event description:
A customer reported that following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching to the iris. The gfd remains implanted with no patient harm. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the glaucoma filtration device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).